Event description:
It was reported that "charging port is loose has to hold cable in order for pump to charge". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.